Event description:
It was reported to boston scientific corporation that during a posterior vaginal repair procedure using a pinnacle posterior pelvic floor repair kit, the needle snapped off the suture lead of the first mesh leg when the physician attempted to pass it through the patient¿s sacrospinous ligament. The physician tried visually to find the detached needle but could not locate it. It is unknown if the needle detached inside the patient. The physician removed this device from the patient and used another pinnacle posterior pelvic floor repair kit to complete the procedure, without further complications to the patient, who is reportedly ¿fine¿ post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.